Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), genital haemorrhage ('general abnormal bleeding'), kidney infection ('kidney infection'), haematochezia ('blood in stool'), syncope ('fainting spells') and urinary retention ('unable to expel urine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), syncope (seriousness criterion medically significant), urinary retention (seriousness criterion medically significant), pelvic pain ("chronic,pelvic/abdominal"), abdominal pain ("abdominal"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), psychological trauma ("psychological injury"), cystitis ("bladder infection / complications during removal surgery: infection"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), hypertension ("high blood pressure"), tremor ("upper body tremors"), fallopian tube cyst ("cysts on ovaries and fallopian tubes"), confusional state ("confusion"), abdominal distension ("bloating"), dyschezia ("painful bowel movements"), adnexa uteri cyst ("cysts on ovaries and fallopian tubes"), ovarian cyst ("cysts on ovaries") and post procedural infection ("complications during removal surgery- infection") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy full,salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, gastrointestinal disorder, fatigue, nausea, weight increased, migraine, headache, hormone level abnormal, adnexa uteri cyst and post procedural infection outcome was unknown and the genital haemorrhage, kidney infection, haematochezia, syncope, urinary retention, pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain, cystitis, urinary tract infection, urinary tract disorder, hypertension, tremor, fallopian tube cyst, confusional state, abdominal distension, dyschezia and ovarian cyst had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, back pain, confusional state, cystitis, dyschezia, dysmenorrhoea, dyspareunia, fallopian tube cyst, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematochezia, headache, hormone level abnormal, hypertension, kidney infection, migraine, nausea, ovarian cyst, pelvic pain, post procedural infection, psychological trauma, syncope, tremor, urinary retention, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain female, abdominal pain ,dysmenorrhea, dyspareunia, back pain, apareunia, genital bleeding, psychological trauma, fallopian tube perforation, uti, bladder infection, urinary disorders, fatigue, gastrointestinal disorders, weight gain, migraine, headaches, nausea, hormonal imbalance,kidney infection, upper body tremors, high blood pressure, confusion, bloating, fainting spells, unable to expel urine, painful bowel movements, blood in stool and cysts on ovaries and fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event "injury nos" updated to "pelvic pain female", events- " abdominal pain ,dysmenorrhea, dyspareunia, back pain, apareunia, genital bleeding, psychological trauma, fallopian tube perforation, uti, bladder infection, urinary disorders, fatigue, gastrointestinal disorders, weight gain, migraine, headaches, nausea, hormonal imbalance, kidney infection, upper body tremors, high blood pressure, confusion, bloating, fainting spells, unable to expel urine, painful bowel movements, blood in stool and cysts on ovaries and fallopian tubes" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.